Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 29, 2020 that a lighttrail single use 800um laser fiber was used in a transurethral resection of the prostate (turp) procedure in the prostate performed on (B)(6), 2020. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure, the laser fiber split at the working end. The physician then trimmed the working end part of the fiber. The procedure was completed with the original lighttrail single use 800um laser fiber. There were no patient complications reported as a result of this event.